Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. On (B)(4) 2012, isi received a report from the site concerning the monopolar curved scissors (mcs) instrument, from part number (B)(4), lot number m10120730 517, as indicated in the site's uf/importer report number (B)(4). Medwatch report (B)(4) was submitted to the FDA on (B)(4) 2012 concerning the first arcing event against the mcs tip cover accessory since the customer reported that issue concerned the tip cover accessory. The site also indicated in their uf/importer report that the reported event occurred on (B)(6) 2012; however, at the time of the site's initial report of this event to isi on (B)(4) 2012, it was indicated by the initial reporter that the incident occurred on (B)(6) 2012 and there was no indication from the initial reporter that arcing occurred twice during the surgical procedure. Isi reviewed that site's system log and found that mcs instruments from lot numbers m10120730 517 and m12120614-221 were used during a surgical procedure performed on (B)(6) 2012. The system log also showed that the mcs instrument from lot number m10120730 517 had 2 uses remaining and the mcs instrument from m12120614-221 had 1 use remaining, which would be consistent with the site's complaint description as indicated in the site's uf/importer report. In addition, both of the mcs instruments were manufactured after (B)(4) 2012. Based on isi's investigation findings, isi has made the decision to report this event using the mcs instrument from lot number m12120614-221 as the suspect device. Isi has made several attempts to verify additional details concerning the reported event. However, no additional information has been provided. If additional information becomes available, a follow-up medwatch report will be submitted to the FDA.

Event description:
On (B)(4) 2012, intuitive surgical received uf/importer report number (B)(4) from the FDA. The event details are provided below: during a da vinci hysterectomy, monopolar curved scissor was being used. End of plastic tip cover accessory burned/melted and arcing of cautery occurred - spark hit uterus. Instrument removed, tip cover accessory put on by physician still saw arcing occur up instrument. New monopolar instrument opened and used. One monopolar had 1 life left and one had 2 lives left. No harm to patient. Medwatch report number (B)(4) was submitted concerning first arcing event.